Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, ovarian cysts, bacterial vaginosis, discharge (odour/non odour), endometriosis (investigating further as we speak), hot flashes, cysts in the vaginal opening (bartholin's cysts), night sweats, loss of libido, hot flashes, painful intercourse (dyspareunia), early menopause, incontinence, urgent/frequent urination, itching/burning/stabbing/stinging of the vaginal entrance (vulvoynia), breast pain/tenderness, abdominal spasms/twitching/fluttering, back/joint/chest/leg/breast/neck/spine/hip, chronic pelvic pain, all over body aches/pain, nausea/gas/constipation/diarrhea, severe bloating, metallic taste in mouth, heartburn has increased, bowel issues, headaches/migraines gotten worse even to be admitted to hospital, dizziness, tingling sensations, numbness, nerve pain, brain fog - cloudiness/forgetfulness, anxiety/panic attacks, mood swings, depression (sadness/suicidal thoughts), ringing in the ears (pulsatile tinitus), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders (diagnosed with bipolar disorder since having essure), ptsd (post traumatic stress disorder), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), nerve pain, shakiness, dizziness, skin irritation/itching gotten so bad I'm scratching something chronic, heart palpitations gotten worse, swelling of legs or feet, hair loss or changes, dental issues, insomnia, weight issues (loss/gain), numbness in jaws, swelling of legs/feet, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating, swollen glands.